Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 55, 71 and 76 mg/dl. The customer does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated on (B)(6) 2023 she had administered 65 units of insulin as per her medical treatment plan. Customer did not confirm a blood glucose result prior to insulin administration. Customer stated that her friend had then found her unconscious. The paramedics had been called; the customer's blood glucose test result when checked by the paramedics had been 28 mg/dl fasting. Customer had been treated with glucose and her blood glucose test result when checked again was 85 mg/dl non-fasting. Customer did not go to the hospital. It was recommended customer lower the units of insulin from 65 to 25. During the call, a blood test was performed by the customer fasting and produced test result of 124 mg/dl using true metrix meter; customer was concerned the result was low. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 111 mg/dl date: (B)(6) time: 11:02 am non-fasting result 2: 115 mg/dl date: (B)(6) time: 10:58 am non-fasting result 3: 55 mg/dl date: (B)(6) time: 8:19 am fasting result 4: 71 mg/dl date: (B)(6) time: 7:44 am fasting result 5: 76 mg/dl date: (B)(6) time: 1:19 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to paramedics being contacted due to customer's loss of consciousness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.